Event description:
It was reported that the patient was admitted to the hospital with (B)(6) infection. It was further reported that there was vegetation observed on the lead and the patient had septic arthritis of the knee and elbows requiring joint washout. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-45 implantable pacing lead 2005 (B)(6); 694965 implantable tachy lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.